Event description:
It was reported that a cartridge change error occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. During troubleshooting with tandem technical support (cts), the cartridge change error notification is alerting appropriately. Cts confirms that the issue was caused by the customer not following proper load procedure. The customer successfully reloaded the existing cartridge to resume insulin therapy.